Manufacturer narrative:
Initial.

Event description:
It was reported that a user dropped the pump, causing the insulin cartridge to crack, and the user cleaned out the glass without injury. Symptoms included no injury or clinical effects. Outcomes included no medical intervention, hospitalization, or alerts/alarms. Investigation of this case revealed user handling damage to the cartridge consistent with a cracked component and no device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage.